Event description:
The child has had type 1 diabetes since age 2. Since (B)(6) 2021, her diabetes has been managed with a tandem insulin pump and a dexcom g6 continuous glucose monitor (cgm), running in the control-iq mode most of the time. On (B)(6) she began to feel poorly. At the time her insulin pump was in control-iq mode and was displaying cgm. These readings indicated her blood sugar to be in the range of 40-150 mg/dl throughout the day. She began vomiting and at some point her pump displayed low blood sugars under 60. She developed urinary large ketones. The child's conventional blood glucose meter was at school with no such device at home. The family called the pediatric endocrine physician on-call, who suggested giving juice to bring the blood sugar above 240 mg/dl in order to administer supplemental insulin. The family administered sugared juice, as frequently as every fifteen minutes, including overnight, in an attempt to bring her apparent blood sugar up. However the pump display of her cgm blood sugars never climbed above the mid 100s. The next day (B)(6) the family brought the child to the emergency room because she looked poorly and cgm blood sugar reading was still not above 200 mg/dl. At the emergency room, her plasma glucose was found to be 1520 mg/dl and she was diabetic ketoacidosis. She was transferred to our pediatric intensive care unit, given intravenous insulin, and ultimately recovered. We accessed her tandem pump history via the tandem provider web portal. This showed that around 8 am on (B)(6) that the reading from the cgm rapidly dropped into the low 100s and remained 40-150 mg/dl for the remainder of the day. This pattern was incongruous from the typical glucose patterns for this child. Additionally, her tandem pump showed diminished insulin deliver, which is the behavior expected while in control-iq mode. Her family reported that on (B)(6) her transmitter had been in use roughly for 6 weeks and sensor had been in place for several days. We inspected her cgm site during her hospital stay. It was located in the right deltoid region without any apparent issues. The family recalled no constriction, wrapping or cooling of that area. Arm with the cgm was not wrapped or chilled. Child takes multivitamin with vitamin c, but no other supplements or medications besides insulin. After dka resolved, a new dexcom sensor was placed, but using the existing transmitter. This read erroneously low blood glucoses compared to our hospital poc glucose reading. However, because her blood sugars were not nearly as high as at presentation, we cannot state whether the same error was present. Nonetheless, this might implicate the dexcom transmitter as the source of the above erroneous readings. This is very unusual case in which it appears that the dexcom g6 was transmitting faulty blood glucoses (or the pump was erroneously receiving the glucose reading as low). This caused a cascade of downstream issues: (1) the control-iq algorithm of the pump to under-deliver insulin making patient prone to develop ketones, (2) family gave repeated doses of juice causing severe hyperglycemia, (3) family did not administer extra insulin to correct ketones causing ketoacidosis. This is an unusual, perhaps unprecedented, series of events, and we do not understand the cause of the erroneous blood glucoses readings.